Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 567 mg/dl, and the customer was subsequently hospitalized. Reportedly, an occlusion alarm occurred while using fiasp insulin with the pump. A supply change was performed, and the issue was resolved. The customer was discharged two days later and continued to use the pump for insulin therapy. Multiple attempts were made to obtain further information regarding a cause for the high bg and treatment given at the hospital; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Manufacturer narrative:
On (B)(6) 2023, the distributor reported the additional information: the customer received insulin as treatment and sustained no injuries.